Event description:
The reporter indicated that the surgeon attempted to implant a 12.6mm vticm5_12.6; -10.50/3.00/090 (sphere/cylinder/axis) implantable collamer lens on an unknown date. Reportedly the doctor partially inserted the lens. The lens would not come out of lioli-24 cartridge. No patient injury reported. Additional information was requested but has not been provided to date.

Manufacturer narrative:
Claim# (B)(4).